Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up and displayed a "compressor failure -1001 " error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of suspect device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report indicating that the device prompted a self-check failure 1001 was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The flow screens and compressor were replaced as a precaution. The customer's report indicating that the device failed to power up was duplicated and attributed to the main lithium ion battery. The main battery was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.